Manufacturer narrative:
H11: additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency." There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia (hld), and coronary artery disease (cad).the subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported that a patient with 21mm 3300tfx aortic valve underwent a valve -in-valve procedure after an implant duration of 8 years, 4 months due to stenosis.

Manufacturer narrative:
H11: additional information: updated sections: b5, g3, g6, h2. Additional information obtained and this correction is being submitted.

Event description:
It was reported that a patient with 21mm 3300tfx aortic valve underwent a valve -in-valve procedure after an implant duration of 8 years, 4 months due to stenosis. The procedure was performed with 20mm 9755rsl transcatheter valve. Patient was sent to recovery post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 21mm 3300tfx aortic valve is under consideration for a valve -in-valve procedure after an implant duration of 8 years , 4 months due to stenosis .